Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned and evaluated. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of this damage could not be determined. Fluid was found to leak from this damage during fluid path testing. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed during the investigation.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 24 and 36 hours. The patient reports the pod not delivering insulin.